Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received a lower sensor scan result of 58 mg/dl and it is unknown whether a trend arrow was noted on the device. The customer experienced mental confusion and was provided candy and a sachet of sugar by a non-healthcare professional (non-hcp). After 15 minutes, a capillary value of 400 mg/dl was later obtained and "correge with about 4 units of insulin" (type unknown) was provided for additional treatment by the non-hcp. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Product has been returned and is currently undergoing investigation process. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Adc investigated this issue and determined that the freestyle libre 3 sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation conducted under (B)(4). This issue was addressed in the field by adc fa1002-2025. H7 - other remedial action: fsca - ad, at, be, ca, de, dk, fi, fr, it, lu, nl, nz, no, sm, es, se, ch, UK all pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received a lower sensor scan result of 58 mg/dl and it is unknown whether a trend arrow was noted on the device. The customer experienced mental confusion and was provided candy and a sachet of sugar by a non-healthcare professional (non-hcp). After 15 minutes, a capillary value of 400 mg/dl was later obtained and "correge with about 4 units of insulin" (type unknown) was provided for additional treatment by the non-hcp. There was no report of death or permanent impairment associated with this event.